Manufacturer narrative:
The investigation is ongoing. We are in progress of collecting further info. When new info becomes available it will be on the next report. A f/u or final will be submitted no later than (B)(4) 2014.

Event description:
Pt died on (B)(6), she was found with the pump connected to the body. Reason of her death is unk but probably due to a hypoglycemic coma, ,the pump must be investigated. Police investigation has been held and it was found out that the pump delivered mainly basal rate (around 30 units/per day) with some random boluses (max. One bolus per day, if any) during the last month of its use. Pump error history showed w1 on (B)(6). Pump got stopped on (B)(6) at 19:51 due to e2. The exact time of her death is unk.